Event description:
It was reported that during surgery, surgeon was attempting to reverse the tap, but instead advanced it. The tap went through the cortical rim of the vertebral body. The tap was removed. The construct was locked down, and the patient was closed. Patient was then flipped and had anterior procedure to control bleeding. Patient was transferred to another hospital for acute care. It is reported that patient was fine the next day and was discharged two days later.